Event description:
It was reported that the patient experienced shortness of breath and confusion. It was also noted that the right atrial (ra) lead exhibited under sensing. It was further reported that the implantable pulse generator (ipg) was not firing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).